Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to the hospital due to high blood glucose level of 825 mg/dl and 800 mg/dl. The customer had been using the insulin pump for 48 hours of reported high blood glucose level. The customer experienced nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with intravenous infusion of insulin and had been using manual injections for themselves. The customer did not allege the insulin pump for under delivery. The insulin pump was on auto mode at the time of incident. The customer performed troubleshooting for high blood glucose level and the insulin pump passed displacement test and self test. The insulin pump will not be returned for analysis.